Event description:
An extended care facility reported that during a 3 month period, from july through october 2004, a cerebral palsy patient had fallen off a low air-loss mattress overlay several times and during one fall the patient suffered a broken leg. The patient was on the bed with only 2 head-end side rails up as the facility stated that the state law would not allow them to have all 4 side rails up at one time.